Manufacturer narrative:
Upon further review, it was found that 1018233-2025-06350 had no allegation against device. Therefore, a retraction is being submitted. Correction: h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ref #(B)(4) lot ngw2458 is defective. The bag has to be tilted to the side to get it to drain completely. In addition, there is a clip that connects to the catheter it won't fit on and when it does, it rubs on the skin and caused a wound. Per customer via phone on 27oct2025, it was reported that he did not file a complaint regarding a drain bag. Customer stated that he had an issue with depends padding ordered from mckesson.

Event description:
It was reported that the ref #154002 lot ngw2458 is defective. The bag has to be tilted to the side to get it to drain completely. In addition, there is a clip that connects to the catheter it won't fit on and when it does, it rubs on the skin and caused a wound.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ref 154002 lot ngw2458 is defective, the bag has to be tilted to the side to get it to drain completely. In addition, there is a clip that connects to the catheter it won't fit on and when it does, it rubs on the skin and caused a wound.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.